Manufacturer narrative:
Concomitant medical devices: 6944-65 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was sent and reviewed. High/undefined pacing impedance was noted on the right ventricular (rv) lead. Undersensing was noted on stored atrial episodes. The rv and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.